Event description:
It was reported that t:slim x2 pump battery would not charge and a power source alert appeared. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by changing charging, after which pump began charging and issue was resolved.